Event description:
It was reported that during a coronary artery stenting procedure, the liberte stent delivery system fractured. Then liberte bare metal stent "could not be placed" and was withdrawn from the patient. Upon withdrawal, it was found that the catheter shaft was fractured at the over-the-wire portion. There were no patient complications as a result of this event.